Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins). It was reported that the patient¿s ins was shocking them on their left side. The was stated to be out of the blue and they did not have any falls or trauma. The patient stated they turned the ins off for now. The patient has already changed settings and groups but that did not help. The patient has recently moved and cannot get to a new healthcare provider (hcp) until (B)(6) 2020. The patient was advised to contact their hcp. No further complications were reported or are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported no external/environmental factors/patient factors that knowing contributed to shocking. At the moment of the patient meeting the cause of the shocking seemed to be positional and only while bending forward. Rep switched the patient from an ld setting to an hd setting and at the moment the shocking sensations had resolved. It is unknown at this time if the osteophytes were a contributor to the shocking. The provided information has been confirmed with the account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) on 2020-09-03. Patient called today and said she was having ¿shocking¿ or ¿zapping¿ pains to the middle of her back in the proximity of where her paddle lead would be. Patient states the ¿zapping¿ was uncomfortable enough that she turned her system off. Since turning the system off she had no more back ¿zapping¿ but had a ¿zapping ¿sensation in her right hand while grabbing the shopping cart at the store. Patient states she wasn¿t doing any extreme bending. Just normal walking and turning while walking. Manufacturer representative (rep) will meet with the patient next week to run a system check. This is the earliest the patient can meet. Also, patient sees a pain doctor and they performed x-rays and CT scan which showed osteophytes close to the lead per the nurse practitioner.